Manufacturer narrative:
Analysis: cuff analysis: the occlusive cuff was visually and microscopically examined. Functional tests concluded there was a perforation in the cuff pillow at the corner of a fold causing fluid loss. Inspection of the remainder of the device presented no other damage or irregularities. The fluid leak was confirmed. The cuff damage is consistent with damage that can occur due to wear and fatigue at a fold. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Balloon analysis: fluid loss was reported. The ams800 pressure regulating balloon device was visually and microscopically inspected. The balloon was unable to be functionally tested due to the crystal-like material in the balloon sphere and the kink resistant tubing (krt). The cause probable cause of this particulate is described in a review of the product labeling. A fluid leak was unable to be confirmed during the balloon product analysis, however the event described was confirmed as part of the investigation of the cuff from the aus system in tw# 11452738. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. The complaint was not confirmed for fluid leaks. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Pump analysis: the ams800 control pump was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for fluid leaks. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Additional product component: model number/catalog number 72400024 and 72404127 serial number: null and null batch/lot number 832924007 and 831775001 model/catalog description balloon fgs 61-70 cm and control pump fgs iz.

Event description:
It was reported that the patient experienced the device stopped working due to fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127, serial number:: null and null, batch/lot number: 832924007 and 831775001, model/catalog description: balloon fgs 61-70 cm and control pump fgs iz.

Event description:
It was reported that the patient experienced the device stopped working due to fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.